Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose level was 304 mg/dl. The customer blood glucose level at the time of the incident was 306 mg/dl and the 206 mg/dl. The customer¿s other blood glucose level are 155 mg/dl, 164 mg/dl, 107 mg/dl, the customer stated that they did not receive the low battery alert prior to the replace battery alert. The customer stated that the insulin pump had power error detected alarm and the self test was passed. The customer stated that the insulin pump had replace battery alert and this was the second occurrence of the replace battery alert. The customer receives the multiple power loss alarm and the customer was able to clear the alarm. The device will not be returned for the analysis.